Manufacturer narrative:
(B)(4). Manufacture date: october 9, 2013 ¿ october 10, 2013. Evaluation: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. During visual inspection fluid was observed within the package the device was shipped. The blue winged luer cap was noted to not be tightened. The luer cap was tightened and the device was filled with green color water to test for leaks with no defects noted. The device met specifications; however, the reported problem was verified. The cause of the problem was the loose luer cap. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The customer originally reported lot number 13g054. However, a sample from lot number 13k044 was received for evaluation. This lot number (13k044) had been written on the received container. The device has been received and the evaluation is in progress. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked. This was identified after the device was filled with fluorouracil and sodium chloride (nacl). The reporter did not specify the location of the leak. There was no patient involvement. Additional information was requested and is not available.